Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 8. Reference MFR report(s): 1627487-2015-01296, 1627487-2015-01297, 1627487-2015-01298, 1627487-2015-01299, 1627487-2015-01300, 1627487-2015-01301 and 1627487-2015-01302. It was reported the patient presented to the physician's office with infections in all of his scs system's incision sites. The patient's left supra orbital (off-label) lead was visible and out of the skin. The physician decided to cut the lead and bandage the implant site. The patient was prescribed antibiotics and the sjm representative turned off the patient's left lead and reprogram the device using the remaining leads. Follow-up identified the patient's scs system was explanted due to the infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 8. Reference MFR report(s): 1627487-2015-01296, 1627487-2015-01297, 1627487-2015-01298, 1627487-2015-01299, 1627487-2015-01300, 1627487-2015-01301 and 1627487-2015-01302. Follow-up identified the patient is reportedly doing well. The reported issue has resolved.